Event description:
During evaluation of a returned spectrum infusion pump, the device experienced keys ok, 2, and 0 did not function. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced keys ok, 2 and 0 were inoperable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.